Manufacturer narrative:
According to the authors, they believe, based on their results, that the core decompression and implanting a metallic rod is one of several head-preserving options for patients with onfh. Also, extracting a rod is technically demanding due to strong osseointegration of the porous tantalum rod. In addition, the two groups showed no clinical or radiological differences except extended operative time and increased blood loss. However, this study didn¿t take into account that without the implant patients from the first group would undergo total hip surgery few years earlier. In conclusion and based on the investigation results, the investigation could not verify or identify any evidence of the implant contributing to the reported revision. Most likely, conversion to a total hip arthroplasty was necessary due to progressed osteonecrosis. Since the trabecular metal osteonecrosis intervention implants part and lot numbers were not provided, the DHR could not be reviewed. No further action required; however, should additional information be received, this report will be updated.

Manufacturer narrative:
Investigation in process.

Event description:
Journal article, " results of total hip arthroplasty after core decompression with tantalum rod for osteonecrosis of the femoral head" addresses a study to evaluate clinical and radiological outcomes and potential complications during conversion of total hip arthroplasty for patients with core decompression with implantation of a tantalum rod. In this study, six patients (8 hips) underwent conversion to tha due to failure of core decompression with an implanted tantalum rod. Several instances of metallic debris were reported post revision.